Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was later advised to stop the current sensor session, reset the bluetooth with other devices, and repair the transmitter with the receiver which was also unsuccessful. Patient removed sensor and no wire was present. Dexcom representative advised patient to insert a new sensor which resolved the reported issue. No additional patient or event information is available.